Event description:
It was reported that on (B)(6) 2009 the patient was moving a huge food cart in to the loading position when he torqued his left hip and heard a pop. He immediately felt increased pain and a burning sensation in his buttocks. His pain intensified and he sought treatment the following day. The patient went to physical therapy three times a week for approximately three but this made his pain worse. He also did home exercises and used a tens unit for his pain. On (B)(6) 2009 the patient was seen in the (B)(6) clinic with continued complaints of back, leg, and feet pain numbness for two months. On (B)(6) 2010 the patient underwent a minimally invasive decompressive lumbar laminectomy at the l5 and s1 levels on the right with decompression of the thecal sac and the nerve root, a right foraminotomy and facetectomy of l5 and s1 decompressing the nerve roots, posterolateral arthrodesis of l5-s1, and an anterior lumbar interbody arthrodesis of l5-s secondary to lumbar spondylosis and disc herniation resulting in low back pain and bilateral lumbar radiculopathy. These symptoms stemmed from his work- related injury that occurred in (B)(6) 2009. During the procedure, the l5-s1 disk space was decorticated. After the discectomy was completed, the disk space was packed with allograft and autograft bone and bmp sponge after completing the interbody anterior arthrodesis at l5-s1. An interbody trans1 titanium prosthetic spacer was placed at l5-s1. Perpos pls system bone-lok implants, crushed cancellous chips, and trinity evolution allograft were also used intraoperatively. Nuvasive neuromonitoring was used throughout the case to show there was no nerve root compromise. Neurosegmental junction testing was also used with the nuvasive monitoring system to assure that there was no difficulty with placement of the screws. After the hardware was in place the posterolateral aspect of the spine was decorticated and allograft and autograft bone were placed out laterally to complete the posterolateral arthrodesis at l5-s1. The patient tolerated the procedure well with no complications. On (B)(6) 2010 a lumbar spine x-ray was obtained that showed stable hardware and a post-operative ileus. On (B)(6) 2010 the patient was seen for a post-operative evaluation. He reported experiencing diffuse low back pain that radiated intermittently into his left leg. He was using his lso brace and walking on a regular basis for exercise. A lumbar spine x-ray was obtained that showed his hardware components were intact and in satisfactory position and that alignment was normal. On (B)(6) 2010 the patient underwent a lumbar spine x-ray to evaluate his lower back pain. The hardware components were shown to be intact and in unchanged position. No abnormalities were noted. On (B)(6) 2010 the patient was seen in the (B)(6) clinic for a follow-up visit. He reported mild diffuse stabling low back pain with associated electrical shocks in the left leg. He reported his pain improved with physical therapy. The pain was aggravated with prolonged standing or sitting and alleviated with pain medication and stretching. He denied any bilateral lower extremity paresthesias. He was taking opioid analgesics and muscle relaxants for pain and was participating in physical therapy. He had discontinued use of his lso brace. He was also noted to have increased liver function tests. A lumbar spine x-ray was obtained that was unchanged in comparison to the x-ray obtained (B)(6) 2010. The patient was evaluated in the (B)(6) clinic several times between (B)(6) 2010. He continued to report low back pain that he described as centralized sharp and stabbing, radiating to the right buttock. He also complained of bilateral leg paresthesias. Prolonged sitting or standing aggravated his pain and pain medication helped to alleviate his signs and symptoms. He had been undergoing physical therapy without any significant relief. An ap and lateral lumbar spine x-ray obtained on (B)(6) 2010 showed satisfactory post-surgical changes. On (B)(6) 2010 the patient underwent an x-ray of the lumbar spine that revealed an unchanged post-operative appearance with hardware in an unchanged position. The patient was evaluated in the (B)(6) clinic the following day. He reported that he was doing well low but experienced intermittent stabbing low back pain several times a week. He reported also experiencing intermittent numbness and tingling of the left leg and buttock, sometimes radiating down his leg into the sole of the foot. The patient¿s pain was being treated with opioid analgesics and muscle relaxants. On (B)(6) 2011 the patient was evaluated in the clinic for continuing low back pain and left leg pain. Secondarily, he noted some intermittent radiation to the left buttock as well as infrequent numbness and tingling of the left leg. Overall, he reported his symptoms were greater than 80% improved from his pre-operative status. His left leg pain was reported to be significantly improved from his pre-operative status. He had tapered off of his opioid analgesics and muscle relaxants and completed several sessions of physical therapy. Over-the-counter anti-inflammatories were recommended for his pain management. On (B)(6) 2011, the patient was evaluated in the clinic for low back pain and left leg pain. The patient reported continuing low back pain that he described as a diffuse aching with an occasional sharp component and stiffness. He reported very mild and occasional pain in the left leg. Prolonged sitting or lying on his back aggravated his pain. The patient reported that he was not taking any over ¿the-counter or prescription pain medications for his discomfort. On (B)(6) 2011, the patient was seen in the (B)(6) clinic and evaluated for acute lumbosacral strain. On (B)(6) 2012 the patient underwent a lumbar myelogram that revealed spinal fusion at l5-s1, and no evidence of hardware fracture or loosening. The thecal sac and neuroforamina were widely patent throughout the lumbar spine and small osteophytes were observed in the posterior margin of l5-s1. Stable sclerotic lesions were noted within the right ilium, likely representing bone islands. On (B)(6) 2012 the patient was seen in the (B)(6) clinic with complaints of low back pain, and bilateral leg pain and numbness, left greater than right. The pain was described as intermittent sharp stiffness and it was acutely exacerbated in (B)(6) 2011. The patient has been treated conservatively with a steroid taper, anti-inflammatories, muscle relaxants, and a tens unit. From (B)(6) 2012 the patient was seen in the clinic almost monthly with continuing complaints of worsening low back pain and bilateral leg pain. He described his pain as diffuse sharp low back pain that radiated to his mid-thoracic spine associated and was associated with bilateral lower extremity paraesthesias. He also reported radiating pain in the left buttock and posterior leg. Prolonged sitting aggravated his condition and he reported difficult sleeping secondary to his discomfort . His symptoms worsened with lifting and were typically worse in the evening. He took opioid analgesics and muscle relaxants for his pain during this time period and also completed a course of physical therapy that was not of great benefit. On (B)(6) 2012 the patient underwent an MRI of the lumbar spine without contrast that showed mild degeneration at l4-l5 but no evidence of recurrent disk herniation, central stenosis, or foraminal stenosis. Lumbar fusion was noted at l5-s1. The thecal sac and neural foramina throughout the lumbar spine were all patent and no abnormal fluid collection was noted. On (B)(6) 2012 the patient suffered a new work injury. He stated that he slipped in water and fell while carrying a tray, landing hard on his buttocks. The patient reported severe pain to his low back with numbness into his legs, feet and groin. He stated he had no feeling in his big toe and had a tingling sensation in his little toe. The patient also struck the back of his head when he fell and reported that he ¿saw stars¿ and also vomiting once. He also reported experiencing severe neck and bilateral shoulder pain. An x-ray of his lumbar spine showed no acute findings and intact hardware. An x-ray of the thoracic spine was normal. A CT scan of the cervical spine without contrast showed a normal CT of the cervical spine. The patient was unable to do any activities of daily living without wearing his back brace for support. He reported that his lower back problems were intensified following his fall. The patient was diagnosed with lumbar sprain/strain, lumbar radiculitis, low back pain, spinal effusion, and sacroiliac sprain/s train. He was treated with passive physical therapy, a home exercise program, and continued analgesics. On (B)(6) 2012 the patient voiced complaints of pain in his tailbone that started with the fall. The pain worsened with sitting. The patient was seeing a chiropractor at the (B)(6) to help with this pain and stated that his symptoms improved during treatment. On (B)(6) 2012 the patient underwent a left sacroiliac joint injection which greatly benefited his left low back pain and left buttock pain but did not help his central low back pain. On (B)(6) 2012 the patient underwent epidural steroid injections at l4-l5 and l5-s1. On (B)(6) 2013 the patient underwent bilateral transforaminal epidural steroid injections at the l5-s1 level. This provided two weeks of relief from his back pain symptoms. He also underwent a left sacroiliac joint injection in (B)(6) that provided two weeks of pain relief. The patient participated in physical therapy and re-implemented a home exercise regimen. On (B)(6) 2013 the patient presented to the clinic with complaints of constant moderate to severe lower back pain with constant numbness, tingling, and electrical shooting pain radiating to the bilateral lower extremities and causing weakness in both legs. He underwent an emg and nerve conduction study of the lower extremities. There was definite electro-diagnostic evidence of lumbar radiculopathy, although the delayed left tibial h-reflex may possibly indicate non-degenervative s1 root pathology. Left tibial f-wave comparison delay was consistent with nerve and/or nerve root compression or irritation. On (B)(6) 2013 the patient underwent an MRI of the lumbar spine with and without contrast that showed mild multilevel degenerative spondylosis without significant central canal or neural foraminal narrowing. A well circumscribed low t1 and low t2 lesions within the iliac wing measuring 1.6 cm more cranially and 8 mm more caudally were observed that were stable in size in comparison to a prior CT scan examination from (B)(6) 2012 as well as a CT of the lumbar space dated (B)(6) 2012. From (B)(6) 2013 the patient visited the (B)(6) clinic several times with complaints of low back pain, bilateral leg pain, neck pain, and shoulder pain. He described his back pain primarily as a spasm/tightness and stiffness that was predominately centralized and radiated into the posterior flanks and legs bilaterally, extending into the feet. There was associated numbness in both posterior legs that occurred whenever the patient was seated for more than ten minutes. The patient also reported stabbing sacral pain that occurred with walking. He stated he could not bend at the waist for activities such as tying his shoes due to back pain. His symptoms were provoked by lifting and were worse in the evening hours and at times prevented him from sleeping. The patient was treated with opioid analgesics, muscle relaxers, a tens unit, physical therapy, ultrasound therapy, and a home exercise program. He also underwent chiropractic treatment, and bilateral sacroiliac joint injections. The patient was diagnosed with acute lumbosacral strain, chronic low back pain, bilateral sacroiliitis, and acute cervical strain. It was recommended that the patient undergo a discogram to further delineate his persistent back and leg pain.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.